Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/25/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows data from (B)(4) 2013 to (B)(4) 2013. Multiple low battery warnings and replace battery alarms were observed in the black box. There was evidence of discharged batteries being installed multiple times on (B)(4) 2013. The battery compartment was found to be intact and there was no evidence of moisture contamination inside the battery compartment. The battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump cover was removed and no defects were found to the power circuit. Unrelated to the complaint, investigation revealed that the vibration motor was not responding. The vibration motor pins were found to be misaligned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.